Event description:
Caller reported that the pump screen was dark and would not turn on, and the pump battery would not charge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support attempted troubleshooting steps, including checking the power source and trying different charging cables and adapters, but the issue persisted. As a result, a replacement pump was sent, and the customer was instructed on how to return the non-functional pump and prepare for using the replacement. Customer continued to use the pump for insulin therapy.